Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the cubie was not working and failed to open. The customer had tried to reboot the station, but the issue persists, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 pocket b6 failed to open. A field service engineer found debris within the drawer 2.1, which causing cubie to not function properly. Further, removed the debris and proactively reseated rowboard and retractor band cables within the drawers. The system functioned as intended after the field service engineer troubleshooted the device.